Event description:
It was reported that the patient presented in the hospital for a scheduled pacemaker implant procedure. Post-implant evaluation revealed increased right atrial (ra) lead capture threshold. The ra lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
Further information was requested but not received.